Manufacturer narrative:
The reported event of high lead impedance was not confirmed. As received, a complete lead was returned with the helix retracted. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual examination of the lead found no anomalies.

Event description:
During an implant procedure, there was high pacing impedance noted on the right ventricuar (rv) lead. The rv lead was explanted and replaced to resolve the event and the patient was stable throughout the event.